Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient did not experience any symptoms related to the event. The cause was therapy unavailable after going through shopping malls security magnometer. Action taken was turned it on and the issue resolved. The indication for use was epilepsy.

Event description:
It was reported that a patient with a percept rc experienced that stimulation turned off after passing the security ports in a store. In this case, a "power-on-reset (por)" was triggered. The patient had four recent pors. One of them likely related to the security ports . The remaining three seemed to be related to a depleted battery, based from what was seen from the reports (pors are followed by 0% battery level). Based on the data, the ins date got re-set to 2017 due to the por. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.